Manufacturer narrative:
H4: the lot was manufactured between august 15-19, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak was noted after the dose was mixed prior to patient use. A new device was used to resolve the issue. There was no patient involvement. No additional information is available.